Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the button. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was intact but the keypad symbols were worn. Evaluation revealed that keypad was removed and contamination was found under the contrast button contact. Investigators found a blank screen. (B)(6).